Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions for use of the device, pump pocket pain and soreness is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pocket revision as a result of the patient wanting the pump moved from the back to the front due to poor initial placement and irritation. Representative stated that there was "less-than-ideal" pain control, but there was no erosion through the skin at the original placement. The patient's catheter was revised due to the lack of pain relief, with the catheter tip being lowered from t6 to t9. After the revision, the patient has had no new issues. MFR 3010079947-2021-00195 was opened to address catheter revision.